Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted photo of the patient¿s driveline confirmed damage to the driveline silicone jacket; however, a specific cause for the damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation. An image was submitted of the patient¿s driveline, which appeared to show a slice in the silicone jacket near the driveline bend relief. A submitted x-ray of the external portion of the patient¿s driveline showed a darkened area; however, there were no reported alarms consistent with driveline damage. The submitted log file contained data spanning from 06feb2021 09:23:18 through 16feb2021 14:04:29, per the timestamp. No atypical events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. The account stated that the bend relief looked ¿a little pinched.¿ the account asked if they should give the patient a non-grounded patient cable even though there were no alarms. The account put new tape on and tried to do a thinner longer section to give relief to the pinched spot. Technical services agreed that bend relief area looked ¿a little rough¿ but since there had been no indications of driveline issues so far, they did not recommend the use of the non-grounded cable quite yet. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook (rev. C) contains care information regarding on how to care for the driveline. The relevant sections of the device history records for vad-57293 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 06oct2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-00983. It was reported that a log file review and xray review was requested as there was concern for potential driveline fracture due to a ¿no external power¿ alarm while the device was connected to the mobile power unit (mpu). Of note, there was a darkened spot a couple of inches from the controller on the xray image and there was some tape applied there (patient applied it herself sometime last year she said). The vad coordinator did have not had a chance to unwrap yet but will assess. The log file captured the no external power event on (B)(6) 2021 at 09:59 while using the mpu. It appears the mpu lost total power causing low voltage hazard events and enabling the backup battery in the controller until power was restored to the mpu. There is no indication of any issues with the driveline based on this log file and the image of the driveline does look a little suspect but looks like the driveline is perhaps off the plate a bit and a bit on the dark side. No other unusual events were noted in the log. It was reported that there was not much to see at the bend relief but perhaps looks a little pinched. The vad coordinator put new tape on and tried to do a thinner longer section to give relief to the pinched spot. Technical services stated that bend relief area does look a little rough but since there have been no indications of driveline issues so far they did not recommend the use of the no ground cable quite yet as technical services didn't want to mask the short to shield issue should it get to that point.